Event description:
On june 1, 2006 a biomedical technician from the clinic reported that in 2006 during regular hemodialysis treatment on system 1000, the extracorporeal circuit clotted two times. The first problem occurred approx 5-10 minuets after initiation of the treatment. Blood lines and dialyzer were replaced, saline bolus given and treatment continued on the same instrument. Another episode of clotting occurred approx 40 min later. Due to this situation and several episodes of hypotension, the treatment was ended, additional 500 ml of saline given and the pt was rescheduled for extra treatment on the next day. Biomed tech expressed concern regarding the pt's post weight. He stated that the pt lost 3.0 kg aftter 1 hour of actual treatment and after 1000 ml of saline given- unexpected high uf rate occurred. The pt's status did not require further medical intervention and was discharged in stable condition. Pre-treatment machine parameters: alarm/pr. Test-pass; conductivity-machine 14.9, meter 14.8; ph 7.2; temp. 37.0c. Dialysis order; tx hrs- 4:00; edw-98.0kg; bfr 350-400ml/min; dfr 800ml/min; goal 5.5kg. Ufrate on the machine 1.37 l/hr.

Manufacturer narrative:
The customer biomedical technician inspected the instrument after the incident. He indicated that the device passed temperature, conductivity and uf accuracy tests successfully. Than the technician inspected the uf flow meter and found 3 crinkles on the diaphragm. The diaphragm was replaced and the instrument was put back into service. Baxter requested the sample (diaphragm) for evaluation. The result from evaluation will be provided upon completion. Baxter monitor issues like this. If significant info is discovered a follow up report will be submitted.